Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use a working outlet and wait at least 30 minutes to see if the pump would begin charging, and technical support planned to follow up. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.